Event description:
It was reported that (3) devices were used during a laparoscopic fundoplication. It was reported by the affiliate that the 355sd gaskets are torn. Another trocar was used to complete the case. There was no consequence to the patient.